Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Review of the episode noted oversensing of sense b node noise contributing to the delivery of inappropriate therapy. As all other sensing vectors did not yield adequate results, a revision procedure is being planned. For now, the patient was hospitalized, and s-ICD system remains in service. No adverse patient effects reported. This event will be updated should a revision procedure be performed and/or the s-ICD be returned back from the field for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Review of the episode noted oversensing of sense b node noise contributing to the delivery of inappropriate therapy. As all other sensing vectors did not yield adequate results, a revision procedure is being planned. For now, the patient was hospitalized, and s-ICD system remains in service. No adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the system was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. Review of the episode noted oversensing of sense b node noise contributing to the delivery of inappropriate therapy. As all other sensing vectors did not yield adequate results, a revision procedure is being planned. For now, the patient was hospitalized, and s-ICD system remains in service. No adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the system was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This event will be updated upon completion of analysis.